Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the halfway point of the reload. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric tube reconstruction for esophageal cancer, resection was performed with the radial reload for the third firing. However, the device stopped in the middle of firing, and the jaws were opened immediately without the indicator display behind being confirmed, so the device was removed from the tissue. They viewed that the tissue was about of the same thickness as ordinary tissue, although it was near the pyloric ring. Also, they considered that the limit of the resistance might be reached due to the increase of the firing resistance. They used another device to complete the case. There was no patient injury.